Manufacturer narrative:
A new lot #2271614 was provided by the customer.

Event description:
Additional information received - new lot #2271614.

Event description:
No additional information was provided.

Manufacturer narrative:
91 samples were provided to our quality team for investigation (81=lot# 2025238, 6=lot# 2025239, 3=lot# 2271614, 1 unknown). A random sampling of 50 units was selected. A visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, device history record reviews were completed for provided batch numbers 2025238, 2025239, and 2271614. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of these batches. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch numbers 2025238 and 2025239. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of these batches. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported by customer that the bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: verbatim I am hearing from my nursing staff that many of the above needles in our last shipment are not letting any liquid through the needle. Injuries or adverse event: no.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2025239, d4. Medical device expiration date: 31dec2026, h4. Device manufacture date: 25jan2022. D4. Medical device lot #: 2025238, d4. Medical device expiration date: 31dec2026, h4. Device manufacture date: 25jan2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that the bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: verbatim I am hearing from my nursing staff that many of the above needles in our last shipment are not letting any liquid through the needle. Injuries or adverse event: no.